Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA for servicing. During servicing it was found that stating that the device could not secure the cutter. The device was not used in surgery and surgical delay did not occur. It is unk if injury or medical intervention occurred. There is no additional info provided.